Event description:
It was reported that while the scan arm of a lunar prodigy system was positioning going from a spine exam to a femur exam, the arm came into contact with the patient left thigh. The technologist immediately looked at the patients leg and observed bruising. The patient also sustained meniscus damage on the knee.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.